Manufacturer narrative:
Date rec'd by MFR: 31jul2019. Additional information was received that the noise was being produced by the blower. Per our medical device reporting determination guidelines, a noisy blower is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported noise coming from the ventilator. There was no patient involvement.